Manufacturer narrative:
The event of fever is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: fever and suspected lymphoma alcl on contralateral side.

Event description:
Patient's relative reported fever. The device remains implanted. This represents an unknown side.